Event description:
The customer reported the system displayed a 'precharge fail' error. The system could not be rebooted. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The precharge capacitor need to be replaced. The reported issue is currently under investigation.